Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric resection procedure, when the surgeon fired the device, some staples were partially formed and the rest had not been completely fired. It stopped firing halfway. Another device with a different manufacturer's brand was used to complete the procedure. There was no patient injury.